Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018 the patient contacted animas alleging a blood glucose level of between 400-600 mg/dl. The patient alleged she was admitted to the emergency room for medical intervention. Allegedly, the patient experienced diabetic ketoacidosis. The patient stated they were hospitalized for four days and remained in the intensive care unit for three days. Reportedly, the patient alleged the pump was delivering inaccurately. Customer support has made several attempts to contact the patient to complete troubleshooting; however, the patient did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because the alleged inaccurate delivery could have caused or contributed to the alleged hyperglycemic event.